Event description:
It was reported that pump battery life was shorter than before, requiring charging every day or every other day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no troubleshooting steps were documented, and no additional action or outcome information was received.